Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation, balloon rupture occurred during pressurization. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A pcb device was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A leak test identified a pinhole in the balloon material confirming the event. An examination of the tip, shaft, markerbands and blades found no issues. All blades were present and fully bonded to the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation, balloon rupture occurred during pressurization. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.